Event description:
Caller confirmed that patient also has prior known ra (right atrial) lead issue on (B)(6)2024, 15:00:10. *a. Bipolar lead impedance 190 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).